Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
"When a new bag was used the same issue was noticed". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from an access set when the spike fell out of the bag. It was reported that the spike was too big for the bag causing the port to "push" the spike out. There was no patient injury or medical intervention associated with this event. No additional information is available.